Event description:
The dental implant fx4508swc was removed on (B)(6) 2019 due to failure to osseointegrate 5 months and 11 days after implantation. The patient has history of tobacco use and diabetes. The doctor noted periodontal disease during explantation. The patient has recovered without complications.